Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported: patient originally had a rejuvenate stem that was revised to a restoration modular. The psl cup (implanted (B)(6) 2010) was retained during the original revision, but liner was changed. Patient suffered a fall and presented with the anterior pelvic wall broken (bone discontinuity of the acetabulum). Now the patient presented with a completely loose psl shell, rotated in the pelvis. The acetabular screw was broken. The liner (implanted (B)(6) 2012, along with head) was still intact in shell. The femoral stem (which was reportedly a successful implant as it exhibited bone ingrowth) was left in place, while the acetabular component was revised. Bone stock was not sufficient (due to discontinuity) to hold another shell. The surgeon decided to implant a 22 head on the stem, forming a sort of girdlestone operation. Surgeon may do a tri-flange later.